Event description:
It was reported that bd safetyglide¿ needle had a shielding failure. This was discovered before use. The following information was provided by the initial reporter: material no: 305916. Batch/lot: 8334921. It was reported that there was a needle shielding failure. Customer text: we have a third such incident with the same needle type. While we never recovered the packaging of the second reported incident, it is the same lot number as the first reported incident.

Manufacturer narrative:
H.6. Investigation summary: two photos were received and evaluated. A review of the device history record revealed no irregularities during the manufacture of the reported lot. The photo displayed a blister pack confirmed to be from batch: 8334921 (p/n: 305916). One photo displayed a safetyglide needle assembly that appeared to have two cannulas present. One of the cannulas was in the normal and expected position per product specification. The second cannula present was bent in a ¿u¿ shape pattern around the hub with the sharp end exposed out the top of the shield. This was a rejectable condition per product specification. Possible root cause, mis-assembly at the cannulation operation can cause double cannula. A needle misses the hub and falls on to the adjacent needle on the rack. If the operator does not see it, the epoxy cures, and the second cannula sticks to the assembled needle. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles. Bd acknowledges that the photo provided by the customer had two (2) cannula attached to the needle hub. As this is a low occurrence rate and is therefore considered a rare occurrence, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ needle had a shielding failure. This was discovered before use. The following information was provided by the initial reporter: material no.: 305916. Batch/lot: 8334921. It was reported that there was a needle shielding failure. Customer text: we have a third such incident with the same needle type. While we never recovered the packaging of the second reported incident, it is the same lot number as the first reported incident.